Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. As reported, the patient was in the cardiology department, in day hospital where patient had an appointment for a treatment optimization. The patient arrived in a state of major renal insufficiency, dehydration and extreme confusion; patient could not walk, nor communicate. At the time of treatment, the nurses were putting patient in a bed. There were alarms due to motion artifact. The patient was very tired and confused, so the nurses pressed the response buttons. Then they heard the message "third parties please do not interfere" and let the lifevest shock the patient. The patient was conscious. The nurses from the cardiology department attended the treatment. After the treatment, the lifevest was removed and the patient was transferred to the cardiology ICU because patient¿s entire workup was very, very disturbed. The patient had a brain scan because the patient is no longer talking and is extremely confused and tired. The patient is no longer wearing the lifevest at this time. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt receptacle's positive pulse pin was thermally damaged. The root cause for the damaged pin was unable to be positively identified. No adverse event resulted from the damaged monitor. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. As reported, the patient was in the cardiology department, in day hospital where patient had an appointment for a treatment optimization. The patient arrived in a state of major renal insufficiency, dehydration and extreme confusion; patient could not walk, nor communicate. At the time of treatment, the nurses were putting patient in a bed. There were alarms due to motion artifact. The patient was very tired and confused, so the nurses pressed the response buttons. Then they heard the message "third parties please do not interfere" and let the lifevest shock the patient. The patient was conscious. The nurses from the cardiology department attended the treatment. After the treatment, the lifevest was removed and the patient was transferred to the cardiology ICU because patient¿s entire workup was very, very disturbed. The patient had a brain scan because the patient is no longer talking and is extremely confused and tired. The patient is no longer wearing the lifevest at this time. No deficiencies were alleged against the device.